Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. No additional information was provided. There was no reported adverse impact to the customer. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.